Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was no longer functional. The patient had gone through an airport body scan while wearing the device. The patient had also suffered from a low blood glucose value of 24 mg/dl after the airport scanner event. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the function tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and delivery accuracy tests. No displacement anomaly or motor anomaly was noted during testing. The unit had minor scratched display window, a scratched case, pillowing keypad overlay and a cracked keypad overlay at the select button.